Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. No further information has been obtained despite good faith efforts.